Manufacturer narrative:
(B)(4).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 4.8 cm diameter abdominal aortic aneurysm. The aortic neck was short at 15 mm. Vessel morphology was described as straightforward with unremarkable calcification and tortuosity. After the endurant bifurcated stent graft was placed, a type IV endoleak/blush was observed around the flow divider. No intervention was performed. No clinical sequelae were reported and the pt is fine.